Event description:
It was reported that the patient present in clinic for follow up. Upon review, the implantable cardioverter defibrillator went into backup mode upon a cyber security update. High voltage therapies were disabled as a result. The patient became uncomfortable. The device was successfully restored and updated. There were no patient consequences.